Manufacturer narrative:
G4: 30mar2020 b4: (B)(6)2020. Type of complaint updated to serious injury. The customer reported that the unit was in use on a patient during the event with no harm noted. Due to limited information provided, provision of medical intervention to prevent/preclude harm is unclear and therefore has not been ruled out. Assessment of complaint with this assumption has been considered via clinical risk review and shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
It was reported that the unit would not power on when a battery was connected. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's remote service technician performed troubleshooting with the customer. The technician instructed the customer to disconnect the battery and plug in the ac (alternating current) power. The customer reported that the unit powered on. The technician then instructed the customer to check the diagnostic screen for the 35 volt supply. The customer reported there was no 35 volt supply. The technician recommended that the customer replace the power management board. The customer replaced the power management board and the issue was resolved.